Event description:
The patient came to the hospital on (B)(6) 2016 for dfts due to drastic changes in rv sensing, impedance and thresholds beginning (B)(6) 2015. On (B)(6) 2016, patient was induced, device sensed, detected, and charged appropriately. However, it stopped charging though patient still in vf. Device was still sensing vf at the time it stopped charging. No re-detect occurred. Emergency shock was attempted. Device was charging for, what seemed like, much longer than usual. External shock was delivered, then 1-2 seconds later the patient&#62688;body jumped again from what we assume was the device. The programmer screen froze and telemetry was lost. Interrogation was never successful after that point. Only data able to be retrieved from the nips was labeled "2.3 second charge, termination without shock." No information regarding the emergency shock was saved. On 4/14/16 both the crt-d and the rv lead were explanted and replaced.

Manufacturer narrative:
The programming and monitoring device as well as the ICD were returned for analysis. The programer and the monitoring device including programming head and rename class module was inspected. During the inspection of the programer data log, a manually triggered emergency shock and a restart of the programer was found on (B)(6) 2016, confirming the clinical observation. The programer was restarted after a communication interruption with the printer occurred. This communication interruption might have been interpreted as a freeze or system down for which a restart is required. During intensive analysis including a long term test communication interruptions with the printer could be reproduced. Therefore the mainboard has been replaced. The visual, mechanical and functional analysis of the programer and its components revealed no further indication of a material or manufacturing problem. The ICD was thoroughly analyzed. Thereby, the electrical module was found damaged due to a shock delivery into an external short circuit. As a result of the damages, the ICD could not be interrogated properly and the memory content was not restorable to investigate the device activities of (B)(6) 2016. However, the analysis revealed no indication of a material or manufacturing problem of the ICD. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the products involved in the current case does not at this point reveal any such trend. Therefore, we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.